Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: wrinkling pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with unknown saline breast implants which patient reported that the left saline device feels like its moving towards the armpit with some soreness on the ribs, tenderness to touch and rippling after implantation. Patient indicated that the surgery is later in december which will include implant exchange. Mentor estimated the date of explantation on (B)(6) 2019.

Manufacturer narrative:
After clinical/secondary review of this file performed on 11/13/2019, it was decided to add codes "migration" to device code, to more accurately capture the reported event. Manufacturer¿s reference number: (B)(4).